Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). No product or photo was returned by the customer. The customer complaint that there was an increase in air in tubing could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. Per bd corrective and preventive action (CAPA) corporate procedure, the reported issue does not represent a single significant incident that would trigger a CAPA.

Event description:
It was reported that as lvp bld180m 15d ss had air in the tubing. The following information was provided by the initial reporter: material no: 2477-0007, batch no: unknown. It was reported that there was an increase in air in tubing.